Event description:
From FDA medwatch (B)(4): it was reported that there were ¿tremendous complaints¿ about the device. The reporter stated that patients experienced shocks, jolts, burn spots, dislodgement at the implant site; it was noted that others had experienced severe pain. The reporter stated that there were ¿horror stories¿ of patients being shocked to death. It was noted that patients had the device removed due to complications and still experienced pain. The reporter stated that the device had been a ¿nightmare¿ and many patients experienced electrical pulses, zaps, shocks, jolts, ¿too painful¿, and unable to move. It was noted that patients had experienced death from the stimulations, wires and leads. The reporter stated that patients were ¿electrocuted from the inside out.¿ the reporter stated that the device caused lifelong injuries in some patients. Reported events: an unknown number of patients experienced electrical pulses, zaps, shocks, jolts, ¿too painful¿, and unable to move. The reporter stated that patients had experienced death from the stimulations, wires, and leads; the reporter stated that there were ¿horror stories¿ of patients being shocked to death. The reporter stated that patients were ¿electrocuted from the inside out.¿ an unknown number of patients had the device removed due to complications and still experienced pain. An unknown number of patients have experienced shocks, jolts, burn spots, and dislodgement at the implant site. Further information has been requested; a supplemental report will be submitted if additional information is received.

Manufacturer narrative:
The actual date of death was not provided; this date is the date that the information was received. Concomitant medical products: product ID neu_interstim_ins, serial# unknown, product type: implantable neurostimulator; product ID neu_interstim_ins, serial# unknown, product type: implantable neurostimulator; product ID neu_interstim_ins, serial# unknown, product type: implantable neurostimulator; product ID neu_interstim_ins, serial# unknown, product type implantable neurostimulator product ID neu_unknown_lead, lot# unknown, product type: lead; product ID neu_unknown_ext, lot# unknown, product type: extension; product ID neu_unknown_lead, lot# unknown, product type: lead; product ID neu_unknown_ext, lot# unknown, product type: extension. (B)(4).